Event description:
Event description guidant received information that that this implantable cardioverter defibrillator (ICD) displayed noise on all three channels, causing pacing inhibition. The patient's intrinsic rhythm can be seen coming through at 60bpm.